Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: without the imaging it was very difficult to conclude an exact root cause for the false lumen growth observed. This could be caused by some sort of re-entry e.g. Type I. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent debarkey iiib type of dissecting aortic aneurysm repair. The left common iliac artery had cto and f-f bypass was performed previously. The subclavian artery had been saved by chimney technique. Prior to procedure, the lumens were measured as below: thoracic: true 37 mm, false 8mm; abdominal: true 16mm, false 19mm; zteg-2p-34-202-pf-d ((B)(4)), esbe-34-77-t-pf-d ((B)(4)), esbe-34-77-t-pf-d ((B)(4)) and gzsd-36-164-2 ((B)(4)) were placed, and the procedure was completed without endoleaks. On (B)(6) 2015: at a follow up exam, the lumens were measured as below: thoracic: true 36 mm, false 8 mm; abdominal: true 25 mm, false 11 mm. On (B)(6) 2015: at 1 month follow up exam, growth of the thoracic false lumens was confirmed as it was measured as 13 mm. Thoracic: true 30 mm, false 13 mm; abdominal: true 30 mm, false 10 mm. Additional information received (B)(6) 2016: on (B)(6) 2015: at 3 months follow up exam, the lumens were measured as below: thoracic: true 36 mm, false 0 mm, abdominal: true 27 mm, false 14 mm. Additional information received 11may2016: on (B)(6) 2016: at 6 months follow up exam, the physician confirmed the size of the lumens have not changed since the last 3 months follow-up exam. Patient outcome: unknown as information was not provided.